Event description:
It was reported that the patient never had relief from the upper two (cervical) leads. It was thought that there was some benefit from the lower (thoracic) lead, which is why a second thoracic lead was added at battery implant. Two cervical leads were placed at c7 and one thoracic lead was placed at t9 during the patient¿s buried-lead trial (B)(6) 2015. Both cervical leads were removed and a second thoracic lead was added (B)(6) 2015 during battery implant, but none of the leads were ever in the epidural space. Actions required as a result of the event included explant. Diagnostic testing or troubleshooting performed included thoracic x-rays taken (B)(6) 2015. The x-rays indicated the two permanent lower thoracic leads appeared to be outside the spine, but it could not be determined whether they had migrated out of the spine or if they had been placed there at implant. During a post-operative visit, it was further reported that the original implant doctor had been unable to place the leads in the epidural space. It was noted that there was no alleged product issue. Patient symptoms associated with this event included less than 50% therapy relief and a return of original pain in the lower back and leg. A different implant doctor removed the existing subcutaneous leads and attempted to place a new lead, but the combination of the patient¿s body habitus and spinal anatomy would not allow him access to the patient¿s epidural space despite several attempts. Revision was aborted and the battery was explanted. No device components remained in the patient. The patient was alive and well, but not receiving effective therapy (or any therapy) at the initial time of report. It was noted that implant would not be reattempted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015(B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).